Event description:
It was reported that during screwing in the biosteon screw with the screwdriver, it was observed that the metal part of the screwdriver was bent and in the same time, the screw broke. The nitinol wire was jammed inside the screwdriver. About 2/3 of the screw remained in patient's tibial bone while another 1/3 is still blocked on the screwdriver. Surgery was completed by attaching the graft of reconstruction tendon to periosteum in order to prevent its loosening. It is possible that the patient will require revision surgery, due to the reported event.

Manufacturer narrative:
Suspected root cause: there were also 2 other instruments involved (not biocomposites products). The initial report states that the screwdriver was bent, this is the likely root cause of the failure. Ensuring the driver is not damaged is warned against in labeling.